Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that during an injection, the needle detached from the syringe and remained in the patient. When the nurse removed the needle, the nurse was stuck with the contaminated needle. Information regarding medical treatment was requested. No response has been provided at this time.